Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had to change her infusion set three times earlier in the day due to no delivery alarms. The patient's blood glucose at the time of incident was 500 mg/dl, and she stated that there were ketones in her urine. The customer believes that the no delivery issues may have to do with a crack on her insulin pump's reservoir compartment. Troubleshooting was initiated for the physical damage to the pump. She stated that the pump was dropped at work; she works with psychiatric patients and they tend to grab the pump at times. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.